Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead would not capture, even at an output of 5v. The lead was repositioned several times, but the issue could not be resolved. A new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis but has not been received yet.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct the lot number/serial number fields in d4 as the originally provided number was in error.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead would not capture, even at an output of 5v. The lead was repositioned several times, but the issue could not be resolved. A new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.